Event description:
It was reported that during a da vinci-assisted surgical procedure that the jaw of a force bipolar instrument became dislodged. The issue occurred while the instrument was inside the patient. The customer had to remove the port and instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the force bipolar instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.